Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This device delivered bursts of anti-tachycardia pacing (atp) and shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.